Event description:
It was reported that when using the bd pyxis¿ medbank tower drawer failed, unable to get medicine and a wiring sound came from the machine. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to get IV start kit from drawer 10. A technical support specialist had remotely restarted the application. The specialist had tested drawers and asked the customer to check for any obstacle that had prevented drawer 9 from opening fully. The customer had reported none and had adjusted drawer 9. The customer had then successfully issued the item from drawer 10. The specialist had retested drawers 9 and 10 and had confirmed normal operation. The customer had confirmed that both drawers had opened fully without any issue. The system functioned as intended after the technical support specialist resolved the issue.